Event description:
It was reported patient has continuous blinatumomab infusing. Fluid leak on 22 gauge needle. There has been no associated injury to the patient. No other information was provided.

Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-01434 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2023-01246.

Event description:
It was reported patient has continuous blinatumomab infusing. Fluid leak on 22 gauge needle. There has been no associated injury to the patient. No other information was provided.